Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non conformances noted in the DHR related to the reported event.

Event description:
It was reported: rn called company representative about multiple leaks in circuit alarms that were happening during the night shift and into the day shift. They would hit the iab fill button to reset the alarm. Possible reasons for the alarm were discussed and the unit was inspected by the rn per recommendation from company representative. The rn reported there were no visible signs of blood in the tubing; connections were secure; there were no visible kinks; the patient was not on a ventilator or coughing and did not have a barrel chest or large belly; and the patient was reported to have a normal heart rate and no fever. It was also reported the patient had a chest x-ray earlier in the day (morning time) and it was found the catheter was a bit low. It was repositioned. Further, the rn at the time of the call, also mentioned to the company representative there was an alternate iabp and which the rn was contemplating to utilize in therapy. The company representative walked through the steps involved when switching between iabp units. The alternate unit was started up and worked fine with no issues reported and the therapy was continued. At the same time, the company representative provided the customer with her contact information and encouraged the customer to call if there would be any issues. A few hours later the company representative received from the same rn who reported arterial line on the pump did not look right and the patient was complaining of back pain and was decompensating rapidly, however the rn reported the radial arterial line was showing a waveform and looked normal and the iab was inflating and deflating as it should. The conversation was ended but a bit later, the company representative received a call once again and where the rn reported the patient had expired. The rn also informed that the evening nurse had informed her, the patients back pain had started after the morning chest x-ray after he was positioned at 45 degrees and where the catheter was repositioned at bedside. Last, it was also reported the customer is not attributing the patient death to the device.